Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: sdr303b implantable pulse generator (ipg). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead impedance was undefined; it was indicated as greater than 9999 ohms. An explant procedure of the device and leads is scheduled. No patient complications have been reported as a result of this event.